Event description:
During remote follow-up, there was a loss of telemetry observed on the device. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.